Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was hospitalized with low blood glucose. The customer reported being hospitalized in (B)(6) or (B)(6) of 2014 for a non-diabetes related issue. The customer stated their blood glucose dropped to 29 mg/dl as a result of complications from their health issue. No additional information provided.